Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a loose rear response button cable connection. The root cause for the loose cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor's response buttons were non-functional.